Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination found that the proximal edge of the stent was damaged. The struts on the proximal to middle sections of the device were pushed distally and bunched together. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure performance was limited.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the 4.50x16mm taxus liberte drug eluting stent started to unravel. Additional information was requested but not provided.